Manufacturer narrative:
H2: information on the concomitant product referenced in d10 has been received and added here. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Troubleshooting was performed. A manufacturer representative (rep) reported that pressing the fourth softkey was cycling through the input options and pressing the fifth softkey button turned the monitor off/on. Technical services (ts) had the rep open the softkey menu and check status of softkey menu lock. They found that softkey menu lock was on. They changed lock to off then back to on but the fourth/fifth softkey buttons still reacted. A rep noted that when attempting to check the source input through the softkeys, the display went "black." The display cycled through the splash screen, black screen, and "no signal" and "dp" display when tapping any of the softkeys. The power cycled the system, unplugging and holding down the power button before booting system back up. The monitor power light was confirmed to illuminate between green then amber, when the displayed the "no signal," "dp," and splash screen and went black, respectively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted to a black screen. The site confirmed the was receiving power as indicated with a blue power light. The site confirmed there is no text on the screen like "no signal" or "no source." The screen was completely black. A hard reboot did not resolve the issue. An update was providing. When visiting the site, the account stated that after using the monitor softkeys, the display returned. The manufacturing representative (rep) was able to check the system and stated that it appeared to be functioning normally. There was no patient present.